Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, high vacuum was experienced. This caused the patient's anterior chamber to become unstable. Additional information has been requested.

Manufacturer narrative:
There were four systems examined since the customer was not sure which system was involved. The reported event was not replicated. The systems were tested and found to meet product specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).